Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set leaked from port #2. The issue was identified ¿during delivery but with no patient involvement¿. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from march 31, 2022 to april 01, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.